Event description:
It was reported on (B)(6) 2016 that the patient experienced asystole after the generator was turned on during generator replacement on (B)(6) 2016. The patient was administered atropine and came back. The patient was sent to be evaluated by cardiology. No additional relevant information has been received to date.